Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the patient reportedly had a revision the following year after implantation due to stiffness and pain. Per correspondence, the doctor commented, ¿this revision was not caused by concerned device". No imaging, operative reports or explants were provided for inclusion in a medical investigation, therefore a thorough medical assessment could not be performed and the root cause could not be determined. The patient impact beyond the reported symptoms and revision could not be concluded. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing or alignment issue.

Event description:
It was reported that there was a primary surgery in 2018 were a journey ii cr femoral component, journey tibial baseplate, journey xr insert, and biconvex patella were inserted. All of these were explanted on a revision surgery due to stiffness and pain in 2019. The device's part number and lot numbers are unknown.